Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. (B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, and was hospitalized the same day. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with injection (inj.) Ceftazidime 1gm (frequency, route, and duration not reported) and inj. Cefazolin 1gm (route, frequency, and duration not reported) for the peritonitis. It was not reported if the patient was recovered or was recovering from the peritonitis event. The action taken with dianeal therapy was not reported. Additional information was requested but is not available. This is report 3 of 3.